Event description:
It was reported that the ventilator failed flow transducer test during pre use check. There was no patient involvement. Manufacturers ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed flow transducer test during the pre-use check. Our field service engineer investigated the ventilator on site and solved the reported failure by replacing the o2 cell. The o2 cell is used for monitoring only and does not affect ventilation. The root cause to the reported issue could not be established by this investigation.

Event description:
Manufacturers ref: #(B)(4).